Manufacturer narrative:
(B)(4). One used set was received with no cap on spike and no cap on patient connector in reference to damaged. The set was tested underwater at 8 psi with leak noted from cut approximately 1 5/8 from sleeve in closed position. The complaint was confirmed in the lab for leak. A root cause was not identified. A batch review was not possible since the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report a pinhole on the tubing. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.